Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corner.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during the rewind sequence. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. He was advised to discontinue use and revert to back-up plan. Customer's blood glucose was 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.